Event description:
It was reported that the right ventricular (rv) lead was not functioning due to being placed in the coronary sinus (cs) at original implant; therefore a new rv lead was requested by the electrophysiologist (ep). The rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the outer insulation had a cosmetic depression and there was blood in/on the helix mechanism.